Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient as hospitalized and it was their third time this month for the same symptoms. They did not think the implant was working anymore as they were experiencing vomiting, severe stomach pains, and had lost about 30 pounds. They stated they felt like they were going to die. They had been experiencing these symptoms on and off since 8 years ago (prior to implant). They stated that for the first 3 years of having implant(s) they noticed no difference in symptoms and stated the later it was a little better and then back about one year ago, symptoms started getting worse. They had not been able to find a doctor familiar with the device. They had not had the current device checked since implant. Physician listings were sent. No further patient complications were reported as a result of this event.